Manufacturer narrative:
The reported event of bezel cracks has been opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Customers reporting cracking bezels is a known issue for the devices itemized in this complaint. (B)(4). No qn or service history was preformed because it would add no value or benefit to the complaint. The files containing this report of cracked bezels (856 total) are included in (B)(4). The associate product material numbers for the bezels are contained in (B)(4) (qty 727-material #10964559, qty 74-material# 49000204.) A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported cracks for the past couple of months along the section of the door that meets the bezel in addition the doors are not aligning with the bezel. It was reported they are wiped down with pdi super sani-cloths and the iui's, use 70% isopropyl alcohol in combination with a soft bristle brush. The only people who clean the devices are central supply staff. The biomed department has been replacing bezels as they come in. There was no report of patient harm.